Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. Asp called and checked with customer, reported problem was confirmed that the device was unable to deliver defibrillation during operational test. Device was evaluated by customer and third party, there was no information regarding cause and resolution of the reported problem was provided by customer. Based on the information available and the testing conducted, the cause of the reported problem was unable to confirmed. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The device was repaired by third party and there was no further information was provided. Device was back to normal use and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Third party repair.

Event description:
It was reported to philips that the device self-test failed, showing that the device needs maintenance. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.